Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was needing an MRI. Caller stated the patient said the ins was removed and lead(s) still remain implanted. Caller reports patient said the ins was removed on (B)(6) 2024. And it was explanted because it was "no longer working." Caller stated they would have patient follow-up with the manufacturer for this documentation information, technical services provided the patient services phone number to pass along. Patient called in stating that the ins was removed because it wasn't working anymore and they were getting better results with another type of therapy. They stated that their hcp was able to remove the ins and most of the leads but there were still 2 partial leads implanted. Patient estimated there was a 5 cm lead on one side of the body and a little bit left on the other side.